Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was admitted into the hospital for an overnight stay due to diabetic ketoacidosis (dka) caused by occlusions. Customer declined follow up from tandem technical support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.